Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/ lab inr was 6.1/4.5. The patient's medication is based upon the lab. The device was replaced and requested to be returned for evaluation.